Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material was unknown. The foreign material likely remained due to the scope not being reprocessed according to the instructions for use; however, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross - contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign material within the air/water cylinder and the air/water tube. There was no patient involvement.

Manufacturer narrative:
Updated fields: h4.

Event description:
No additional information received from customer.